Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during periodic maintenance, the values of the oxygen concentration data at fio2 deviated significantly from the standard. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
H11:unit was sent to manufacturer for repair. The unit is installed since 2014 and the analysis of the complaint database revealed that no further events were reported for this gas blender. Based on similar complaint investigations, the claimed malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed); - a missed gas blender warm-up phase (user error); - defective gas blender's component. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.